Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the hypotube broke. The lesion being treated was located in the severely calcified and tortuous distal left anterior descending (lad) artery. The lesion was pre-dilated with a quantum maverick 3.0 x 15 balloon. The physician tried to cross the lesion with a taxus express2 8.8% 3.0 x 16 mm drug eluting stent but was unable to cross. He applied a good amount of force and the shaft bent. When they removed the shaft and saw it was bent they tried to straighten it out and it snapped. The physician used a wiggle wire and dilated the vessel with a quantum maverick 3.0 x 15 mm balloon. The physician was able to cross the lesion with a taxus express2 3.0 x 16 mm stent and completed the procedure. No pt complications or injuries were reported. The pt's status is reported as good.